Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) was returned for investigation. Visual evaluation of the as returned implant identified bone residue around the threads and hex due to usage. The device had no apparent malfunction. Functional testing could not be performed for the reported failure (nerve damage). Device history record (DHR) review for the lot (1234033) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1234033) and no similar event or complaint was found. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported there was a damage in the nerve in the implant placed in tooth location 19 . Patient had pain and the implant was removed.